Event description:
It was reported that the purewick urine collection system was not suctioning, and customer claims they got urinary tract infection and bed sores from the unit. Customer would return the purewick urine collection system (pw200). Customer stated it would not suction and this caused urinary tract infection or sores. Patient reported that the urinary tract infection or sores case on 09aug2024. Per sample form received on 09sep2024, it was reported that purewick urine collection system had problems caused severe wounds and device was replaced. Purewick urine collection system did not work right and lid would not come off, a suction issue occurred and purewick female external catheter issues. The patient was provided with wound care.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. No root cause could be found because the reported event was unconfirmed. A bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. There was a small crack on the rim and side of the canister. There was a small amount of residue present in the canister and collector tubing. The stop valve was working properly. There was light and sound indicating function. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the event is unconfirmed. As the reported event is unconfirmed a labeling review are not required. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was not suctioning, and customer claims they got urinary tract infection and bed sores from the unit and customer would return the unit purewick urine collection system (pw200). Customer stated it would not suction and this caused urinary tract infection or sores. Patient reported that the urinary tract infection or sores case on (B)(6) 2024. Per sample form received on 09sep2024, it was reported that purewick urine collection system had problems caused severe wounds and device was replaced. Purewick urine collection system did not work right and lid would not come off, a suction issue occurred and purewick female external catheter issues. The patient was provided with wound care.